Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the ultrasound probes acoustic lens was chipped and as a result, had a missing piece to the probe unit. It was also observed that the acoustic lens had deep scratches that reached to the glue-layer due to physical stress. Additionally, it was observed that there was a deep cut on the lifting part of the probe unit that reached to the hard part, under the pink probe coating also due to physical stress. It was observed that the up-down knob could not be locked securely due to wear of the lock engagement lever. It was also observed that the paint on the air and water cylinder was peeled, and the adhesive of the light guide lens was peeled. It was observed that the plug unit was deformed, and the objective lens was cracked. It was also observed that the light guide lens and the adhesive on the bending section cover had a chip. Also, the objective lens had a chip which caused the lens to have a snag on it. Buckling was observed on the connecting tube. It was observed that the bending angle in the up, down, and right direction did not meet standard due to wear on the angle wire. It was also observed that the play of the up-down knob was out of standard value due to wear on the angle wire. Lastly, scratches were observed on the following unit components: the control unit, the scope connector cover, switch box and on the lock engagement lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis eus ultrasound gastrointestinal videoscope had a crack on the cuff of the ultrasound probe. The reported issue was found during inspection. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the acoustic lens had a chip and a scratch that reached down to the glue-layer, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena below: crack on the cuff on the ultrasound probe: acoustic lens is chipped crack on the cuff on the ultrasound probe: acoustic lens has a scratch which reaches to the glue-layer were presumed to have been due to physical stress such as dropping or hitting or chemical stress during reprocessing. The instruction manual describes the following, and the suggested phenomena might have been prevented by following the descriptions. "[Evis eus ultrasound gastrointestinal video scope olympus gf-ue190] important information ¿ please read before use. Precautions. Caution: do not attempt to bend or twist the endoscope¿s insertion section with excessive force regardless of its flexibility. The insertion section may be damaged. Do not apply shock to the distal end of the endoscope, in particular the objective lens surface at the distal end of the endoscope. An abnormal endoscopic image may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leakage." Olympus will continue to monitor field performance for this device.